Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscounted his carbohydrates and requested/delivered a bolus that was too large. Customer&#38112;blood glucose (bg) level lowered to 80 mg/dl. The customer ate an apple and peanut butter to treat bg level.